Event description:
It was reported that the patient had not had medication in her pump for over two years (it was 2 years in (B)(6) 2012). The patient stated that the pump was causing her pain and discomfort, that the hoses and metal tips were poking her, that the pump was hurting her liver, and that her liver was swollen and enlarged. The patient wanted a new pump or for the pump to be removed. The patient stated that she did not have insurance and could not afford to have her pump refilled or removed. The patient stated that the situation "was really starting to get her suicidal." The medication used within the system was unknown. No additional information was available at the time of this submission.

Event description:
Additional information received reported that the patient still has not had any intervention with the pump. The patient had not seen the healthcare provider (hcp) since the previous report date, and stated when she did speak with an hcp, they indicated 'they" won't do anything with the pump, they won't fill it up.' The patient was told that the hcp that put the pump in would need to be the one to take it out, however that hcp had since passed away. The patient also noted that there has been an infection present for the 'last couple of years,' and that there are 'fluid and scabs' around the naval. The patient stated 'I took antibiotics for nine months straight and then the doctor finally put 'in the hospital' he put me on an IV.' The patient reported there is pain in the pump area, it is swollen, and hurts to the touch. The patient further indicated that 'a lot of meds' are needed to sleep at night and that the patient cries and moans in her sleep. The patient noted being very groggy at the time of report, having "the flu", and declined to report anything further at that time, as she needed "to wake up". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information reported that the health care provider (hcp) planned to do nothing at all with the pump. It was reported the patient still did not have insurance and therefore removing the pump was not possible. It was noted the patient had only been seen at the hcp's office for a little over a year.

Event description:
No longer a patient of this hcp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a ¿constant lower abdomen infection,¿ was ¿taking penicillin constantly¿ and her doctor ¿won¿t do it anymore,¿ it was not clear what was meant by that. It was noted that the patient was looking for a healthcare provider (hcp) because the pump ¿has to be removed because they won¿t turn it on.¿ the patient was in ¿so much pain,¿ and ¿even when I have the pump, I was in pain.¿ it was noted that the patient was tired, crying and hysterical, although it was not clear when the patient experienced those symptoms. It was also noted that the patient had taken oxycontin and ¿vanex,¿ it was not clear how long she had been taking them or what the dose/frequency was for either.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's pump was removed on (B)(6) 2014. It was noted the patient had been suffering since 2004 because of the pump. It was further reported the doctor "could not salvage" the recently removed pump or catheter to send back in for analysis.

Event description:
It was later reported that the patient had her staples removed the week prior to this report on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump caused the patient pain and sticks out. A follow-up report will be sent if additional information becomes available.